Manufacturer narrative:
Upon investigation of the returned device, it showed a failed shaft nylon to pusher body joint bond. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. The physician had difficulty completing the thumb advancer stroke. The physician also observed blood coming out of the trigger and thumb advancer. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.